Event description:
It was reported, the subject device had a poor connection. The position of the camera wire was adjusted, and it worked. This device malfunctioned when used in combination with the video system center. No issues with the video system center found. The issue was found during a diagnostic laparoscopy procedure and was completed using the same set of equipment. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
The device was returned to evaluation and the customer's allegation was confirmed. In addition, the device evaluation found image flickering (subject was visible) and rusting of the cable joints. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.